Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-jul-2023. H.6. Investigation summary: one sample model 10013902 lot 23039088 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent at the filter outlet port. The customer complaint, that the set was unable to be flushed, was replicated. A quality notification was sent to the manufacturer. From the manufacturers investigation, the potential root cause of occlusion between tubing and filter can be related to the bushing of the solvent dispenser applying too much solvent. Corrective actions were implemented to improve the consistency of the solvent application between components as well as replacing the bushing of the solvent dispenser. A device history record review for model 10013902 lot number 23039088 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: quality complaint ¿ line blockage (out of box). Did not occur during patient use ¿ no reported patient injury or medical intervention. Rn was trying to flush /prime the extension set with n/s -fluid was not going through- then manually tried to flush with n/s flush syringe the line was blocked unable to prime.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: quality complaint ¿ line blockage (out of box) did not occur during patient use ¿ no reported patient injury or medical intervention. Rn was trying to flush /prime the extension set with n/s -fluid was not going through- then manually tried to flush with n/s flush syringe the line was blocked unable to prime.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.